Event description:
It was reported that pump screen remained dark and would not turn on despite multiple attempts. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternative method of insulin therapy.